Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Race: black or african american.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alarm with "channel error" with levophed infusing registered nurse at bedside - quickly moved med to another channel, no patient harm." The event occurred in the critical care unit.